Event description:
Review of in-house device programming history identified that device diagnostics resulted in high impedance. It is unknown if any trauma or patient manipulation occurred that could have caused or contributed to the high impedance reading. Review of the programming history revealed that the device was programmed off prior to observing the high impedance reading. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.